Manufacturer narrative:
(B)(4). Date sent: 06/01/2010. Evaluation summary: the handpiece was received with the mount loose. The handpiece was connected to the generator and using a test instrument was functionally tested. During testing no functional issues were found. As the handpiece was returned with a loose mount, the handpiece was disassembled to inspect internal components and a torn acoustic isolator and evidence of moisture ingress were found. The handpiece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the handpiece cavity during the steam sterilization process. The handpiece is exposed to steam at high pressure. If steam enters the handpiece housing, it results in moisture inside the handpiece when the warm air condenses. The condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress was the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. It is probable that the loose mount and moisture ingress affected handpiece functionality.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not function. The procedure was completed with same like device. There were no adverse consequences to the patient.